Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, customer initiated a bolus manually, which subsequently decreased their bg level. Bg was addressed by consuming carbohydrates and glucose tablets. Tandem technical support conducted systems check and the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.